Event description:
It was reported that a flo-gard infusion pump had a ¿failure with the clamp¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection revealed that a slide clamp was inserted in the channel. The cause of the reported issue was determined to be the slide clamp being left in the channel. The clamp was removed from the channel to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.